Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported b30 error-scope communication error during inspection and testing. Upon evaluation of the returned device the following defects were found, due to crack on plug unit, water tightness lost, distal end cover scratched, bending section rubber adhesive detached, connecting tube buckled, plug unit has cracked, connecting tube scratched, universal cord scratched, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, and one white dot in image. The faulty parts were replaced and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olym that the evis exera iii gastrointestinal videoscope exhibited b30 error-scope communication error and leaking from the scope connector unit. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been damaged or deformed. It is likely that reprocessing steps were not fully performed at the user facility due to the device nonconformities found during reprocessing (leakage). The following information was obtained regarding the user's reprocessing methods: the customer inspected the scope's air feeding function and lens cleaning function prior to the procedure. There was no delay to the start of pre-cleaning after the procedure. However, due to the leak, the following could not be performed; the customer did not flush water and air to the air/water channel using an air/water channel cleaning adapter (mh-948), they did feed detergent to the air/water channel, and they did not remove detergent from all channels. The event can be prevented by following the instructions for use (IFU) which state: reprocessing manual- "manually cleaning the endoscope and accessories -flush the air/water channel with detergent solution -remove detergent solution from all channels". Olympus will continue to monitor field performance for this device.